Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4) b3 date of event ¿ additional/correction: remove(B)(6)2024 on initial (B)(4) and replace it with correct date (B)(6)2024 b5: describe event or problem ¿ additional/correction h2: additional information/correction h6: type of investigation - additional/correction